Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the repair site was confirmed, and the cause was determined to be use related. One repaired 10fr t/l hickman catheter was returned for investigation. The repair site was located 16.3cm proximal to the cuff. A functional test revealed that fluid would leak from the repair site when the lumen with the red connector was flushed. When pressurized, the lumen with the white connector would also leak at the repair site. It appears that leak was attributable to an incomplete repair. Even through the splice sleeve was centered over the repair joint, gaps were observed in the adhesive that should have filled the space between the splice sleeve and the white tubing. The steps in the product IFU include inserting the stent attached to the replacement catheter segment into the catheter lumen until the end of the replacement catheter tubing is 3mm from the cut end of the catheter. The 3mm space should be filled with adhesive and the catheter ends should be pushed together. The space between the catheter ends had been filled with adhesive, but a 2mm gap was observed between the repair tubing and the original t/l catheter. Gaps were noted in the adhesive between the adjoining ends of the catheters. The IFU indicates to use the syringe to apply adhesive onto the outside of the catheter around the spliced joint, covering an area about 2.5cm overall length. The IFU then instructs to slide the splice sleeve down and center it over the joint. Inject adhesive underneath each end of the splice sleeve and roll the splice sleeve between fingers to distribute and extrude excess adhesive. A lack of adhesive between the splice sleeve and the white catheter tubing is indicative of an incomplete repair, which appeared to allow fluid to leak from the repair side.

Event description:
It was reported that the catheter was leaking at the repair connection. The catheter was removed and a new one was placed with no harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyi1695 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was leaking at the repair connection. The catheter was removed and a new one was placed with no harm to the patient.